Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7070843.

Event description:
It was reported that the patients leads had a lot of contacts out. The patient underwent a lead replacement procedure.